Event description:
It was reported that air bubbles were observed within the canister. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer performed a supply change to address the issue. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.